Event description:
It was reported that during implant attempt, the helix would not deploy under fluoroscopy. The lead was removed and the physician attempted to extend the helix, but it would not extend. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and found that the helix disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism and there was a tip seal observation.